Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. The procedure was done under general anesthesia. On (B)(6) 2020, the treatment was started and the patient under went 79gr and over 44 fractions. Seven months after the end of treatment the patient complained of pelvic pain, painful defecation, and rectal bleeding. On (B)(6) 2021, a colonoscopy and biopsy was performed there was ulcer noted. However the tissue did not show any sign of infections or tumor. On (B)(6) 2021 hyperbaric oxygen (hbo) treatment was initiated and it was concluded on (B)(6) 2021. The patient attended daily treatments and at the time of the last treatment he is no longer experiencing the pain and bleeding. The patient was reported to have fully recover.